Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to calibrate sensor due to high blood glucose of 400 mg/dl. Customer treated high blood glucose with bolus delivery, but was no longer able to treat. Customer reported of also having difficulty inserting sensor. Customer requested to be transferred. After transfer, customer was educated on sensor and calibration techniques.